Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this patient received anti-tachycardia pacing (atp) and shocks from this implantable cardioverter defibrillator (ICD) during physical activity. Technical services (ts) was consulted and upon case review, determined the delivered therapy to be inappropriate for the observed rhythm. Additionally, it was noted that the therapy further accelerated the rhythm into the ventricular fibrillation (vf) therapy zone. Ts discussed reprogramming options for this patient. No additional adverse patient effects were reported. This ICD remains in service.